Manufacturer narrative:
Other relevant device(s) are: product ID: 8801071, serial/lot#: unknown. Spheres were returned for analysis. Analysis found one of the five spheres has a scuffed appearance with an uneven reflective surface. The other four appear normal. When attached to a known good instrument only the scuffed sphere causes a high geometry error. The other four are normal. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while checking recognition of the passive markers, the spheres were not visible to the camera and not being tracked. The passive markers were replaced with new ones and this resolved the issue. There was no reported delay, nor was there any impact on the patient¿s outcome.